Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterus infection') in an adult female patient who had essure (batch no. 740668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy in 2006, endometrial polyp in 2003, uterine fibroids, (B)(6) and bacterial vaginosis. Previously administered products included for an unreported indication: micronor, ultram, ponstel and lysteda. Concurrent conditions included bladder disorder. Concomitant products included mefenamic acid (ponstel), norethisterone (jolivette-28) since (B)(6) 2010 and tranexamic acid (lysteda). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced uterine infection (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/constant bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal,/bleeding"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/severe abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("bleeding-anemia"), fatigue ("fatigue"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal infection, iron deficiency anaemia, fatigue, cystitis and urinary tract infection outcome was unknown and the abdominal pain and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, uterine infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, back, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, date(s) of insertion: (B)(6) 2010 (discrepancy noted per pfs) trailing coils: left- 2, right- 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: neither fallopian tubes is patent findings: essure deices seen in each fallopian tube. The tubes are occluded with no evidence of spillage. Norma uterine body. Pregnancy test urine - on (B)(6) 2010: not reported. Ultrasound scan vagina - on an unknown date: tiny calcifications are seen in the uterus. The ovaries are enlarged consistent with pcos. There is no sonographic evidence of retained products of conception. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: pfs received updated event infection nos from infection (other) describe: uterus infection. Event onset date updated, concomitant drug was added. Event blood loss anemia updated to anemia from chronic blood loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterus infection') in an adult female patient who had essure (batch no. 740668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy in 2006, endometrial polyp in 2003, uterine fibroids, herpes genitalis and bacterial vaginosis. Previously administered products included for an unreported indication: micronor, ultram, ponstel and lysteda. Concurrent conditions included bladder disorder. Concomitant products included mefenamic acid (ponstel), norethisterone (jolivette-28) since (B)(6) 2010 and tranexamic acid (lysteda). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced uterine infection (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/constant bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal,/bleeding"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/severe abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("bleeding-anemia"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and genital haemorrhage ("abnormla bleeding"). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal infection, iron deficiency anaemia, fatigue, cystitis, urinary tract infection and genital haemorrhage outcome was unknown and the abdominal pain and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, uterine infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, back, dysmenorrhea (cramping), bleeding : menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, date(s) of insertion: (B)(6) 2010(discrepancy noted per pfs) trailing coils: left- 2 , right- 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: neither fallopian tubes is patent findings: essure deices seen in each fallopian tube. The tubes are occluded with no evidence of spillage. Norma uterine body.. Pregnancy test urine - on (B)(6) 2010: not reported. Ultrasound scan vagina - on an unknown date: tiny calcifications are seen in the uterus. The ovaries are enlarged consistent with pcos. There is no sonographic evidence of retained products of conception. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: pfs received. Event: abnormal bleeding were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterus infection') in an adult female patient who had essure (batch no. 740668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy in 2006, endometrial polyp in 2003, uterine fibroids, herpes genitalis and bacterial vaginosis. Previously administered products included for an unreported indication: micronor, ultram, ponstel and lysteda. Concurrent conditions included bladder disorder. Concomitant products included mefenamic acid (ponstel), norethisterone (jolivette-28) since (B)(6) 2010 and tranexamic acid (lysteda). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced uterine infection (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/constant bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal,/bleeding"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/severe abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("bleeding-anemia"), fatigue ("fatigue"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal infection, iron deficiency anaemia, fatigue, cystitis and urinary tract infection outcome was unknown and the abdominal pain and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, uterine infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, back, dysmenorrhea (cramping), bleeding : menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, date(s) of insertion: (B)(6) 2010 (discrepancy noted per pfs) trailing coils: left- 2 , right- 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: neither fallopian tubes is patent findings: essure deices seen in each fallopian tube. The tubes are occluded with no evidence of spillage. Norma uterine body.. Pregnancy test urine - on (B)(6) 2010: not reported. Ultrasound scan vagina - on an unknown date: tiny calcifications are seen in the uterus. The ovaries are enlarged consistent with pcos. There is no sonographic evidence of retained products of conception. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.